Event description:
Report from the us reporting that the cutter could not be inserted into the device. The device was not used in surgery. It is unknown if injuries or medical intervention were reported. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).